Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 13, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 13 march 2025, the user reported that the system showed results that were different from glucometer measurements. The RMA was authorized for the return of sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the raw sensor data showed optical instability on 11 jan 2025 onwards. The sensor also showed intermittent communication issues, but the observed optical instability was most likely contributed to the observed sensor inaccuracy. As part of resolution, RMA was authorized to offer the user a sensor replacement. B4.date of this report 10 june 2025. G3.date received by the manufacturer? 10 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.